Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received in the not deployed state. The download data showed that the device completed first and second prime and the data showed timeouts and a drive stall. Due to the timeouts and drive stall, the needle was unable to deploy as intended. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The device deployed during priming. The re-run data did not show any time outs or drive stalls and did not generate an alarm. The top battery had a lower voltage than expected and corrosion was observed. The device did not have to be connected to an external power supply during the investigation. Also, there were no timeouts and drive stalls in the rerun data. Both of these suggest that the battery's lower voltage and corrosion did not have an effect on the device's ability to deploy. However, it can not be conclusively determined whether or not this contributed to the reported event.